Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced an error in the motor that was detected by reading unexpected value from hall sensor. Customer's blood glucose value was unknown. The customer stated that the pump was not exposed to high magnetic field. They customer stated that they were unable to rewind the pump. The insulin pump will not be returned for analysis.